Manufacturer narrative:
Per the user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing blood glucose (bg) levels of 400 mg/dl. The customer changed the cartridge twice and the infusion set site five times. The customer reverted to using insulin injections for insulin therapy. During review of the pump history, occlusion alarms were observed to have occurred on (B)(6) along with an incomplete bolus alert. The customer used u500 insulin in the cartridge and was aware that it was not labeled for use with the pump. Reportedly, the customer discussed the event with a healthcare provider.